Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, they started distal burring the femur and a few seconds into burring, the real intelligence robotic drill started aggressively burring outside of the cut zone. The bur created a 10 mm gash in the patient¿s distal femur, beyond the planned resection and this created a somewhat large hole in the distal femur. The surgeon pulled back the handpiece immediately and removed his foot from the foot pedal and even after removing his foot from the pedal, the drill kept burring. They unplugged the handpiece and performed a full reboot by completely turning off the machine for a few seconds and turning it back on. They opened the case and plugged in the same handpiece with the approval of the surgeon. They registered the same handpiece and were able to finish the case without further issue. The surgeon filled the hole created by the bur with bone graft and cement. The procedure was completed with the same device without significant delays. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
The cori drill, pn rob10013, sn (B)(6), used in treatment, was returned for evaluation. The investigation did not visually or functionally identify the reported problem. The software files were downloaded from the device and provided for investigation. The screenshots confirmed the ¿robotic drill cable disconnected¿ error message during femur bone removal and the reported overcut. Screenshot review also found that the user had failed checkpoint verification and the user had redefined their checkpoints prior to bone removal. Although the overcut occurred when the ¿robotic drill cable disconnected¿ error occurred, the redefined checkpoints could not be ruled out as a possible contributing factor for the reported overcut. However, subsequent screenshots in femur bone removal show that the target surface had been reached on the remaining bone and there was no additional overcut. It could not be confirmed whether the drill had continued to spin after the user removed their foot from the foot pedal. This described event is a possible occurrence of a known software issue that is under further investigation. Refer to the real intelligence cori for knee arthroplasty when addressing checkpoint verification errors. If the checkpoint verification step fails, the option to redefine the checkpoint or start over is presented. Selecting the start over button confirms that the bone trackers have moved and that all anatomic data must be re-collected. The clinical/medical evaluation concluded: ¿based on the information provided, the clinical root cause of the reported event could not be definitively concluded; however, the user manual does include warnings of conditions that may contribute to overcutting (software only tracks operative bone/avoid any tissue not intended to cut, exceeding recommended velocity, and when in manual mode). The patient impact beyond the reported overcut distal tibia, subsequent modified surgical procedure with bone grafting and cement, and the 0-30 minute surgical delay cannot be determined. It was reported that the procedure resumed using the same device without further patient harm. No further medical assessment can be rendered at this time.¿ this situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance.

Manufacturer narrative:
H3, h6: the cori drill, pn rob10013, (B)(6), used in treatment, was returned for evaluation. The investigation did not visually or functionally identify the reported problem. The software files were downloaded from the device and provided for investigation. The screenshots confirmed the ¿robotic drill cable disconnected¿ error message during femur bone removal and the reported overcut. Screenshot review also found that the user had failed checkpoint verification and the user had redefined their checkpoints prior to bone removal. The most likely cause of this event is associated with the a software defect. Although the overcut occurred when the ¿robotic drill cable disconnected¿ error occurred, the redefined checkpoints could not be ruled out as a possible contributing factor for the reported overcut. However, subsequent screenshots in femur bone removal show that the target surface had been reached on the remaining bone and there was no additional overcut. It could not be confirmed whether the drill had continued to spin after the user removed their foot from the foot pedal. Refer to the real intelligence cori for knee arthroplasty when addressing checkpoint verification errors. If the checkpoint verification step fails, the option to redefine the checkpoint or start over is presented. Selecting the start over button confirms that the bone trackers have moved and that all anatomic data must be re-collected. The clinical/medical evaluation concluded: ¿based on the information provided, the clinical root cause of the reported event could not be definitively concluded; however, the user manual does include warnings of conditions that may contribute to overcutting (software only tracks operative bone/avoid any tissue not intended to cut, exceeding recommended velocity, and when in manual mode). The patient impact beyond the reported overcut distal tibia, subsequent modified surgical procedure with bone grafting and cement, and the 0-30 minute surgical delay cannot be determined. It was reported that the procedure resumed using the same device without further patient harm. No further medical assessment can be rendered at this time.¿ this situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review found similar reports. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. No further action is recommended or required at this time, and the evaluation concludes that the anomaly poses no or improbable patient safety or efficacy risk (acceptable). The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.